Event description:
As reported by facility, timentin was given to bb. The pump was set to infuse 1.2 ml over 30 minutes. Pump rang after 20 min showing syringe nearly empty and was actually empty, but pump infused only 0.77ml. Syringe had 4.5cc total (including 2.1cc in the tubing).

Manufacturer narrative:
The device evaluation is underway; results will be reported when the evaluation is complete.